Event description:
The pt's system was explanted due to infection. The pt was treated with antibiotics. The pt is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility, and will not be returned for eval.